Event description:
User allegedly had a meter reading "error 6". Pharmacy ordered new strips for the user, and every strip in a brand new bottle read "er6". The 2nd new bottle of strips also allegedly read "er6".